Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Did the device deliver any staples when the malfunction occurred? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut when the malfunction occurred? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the bleeding occur as a result of the device malfunction? Please explain. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? On which firing did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Due reload were fired : at both extremity of the parenchyma . If yes, did the jaws eventually open? No. Did the device deliver any staples when the malfunction occurred? No. If yes, were the staples formed properly? Ni. If yes, was the staple line complete? Ni. Did the device cut when the malfunction occurred? No. If yes, was the cut line complete? Ni. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. Did the bleeding occur as a result of the device malfunction? Please explain. No. How was the bleeding controlled? Na. How much blood was lost (ml)? Na. Did the patient require a transfusion? No. On which firing did this event occur (1st, 2nd, 8th, etc.)? At the first fire . What color cartridge was being used? Gold. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The device was discarded by error .

Event description:
It was reported that during a video thoracoscopy procedure, device malfunction, impossibility of unclamping. A competitor¿s device was used to complete the procedure."hemorrhagy. A hemostats heterostasis revision was needed."